Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d4 additional information added to field: d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. No device was returned to olympus for evaluation. The customer reported that the bending section, wire mesh, and the spiral metal band was completely torn apart in a 360 circumference. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site at the user facility and found that the scope was damaged during the procedure and let her know that we will have to turn this into olympus as a compliant. Customer did follow facility protocol and turned in all information to appropriate leadership. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. The instruction manual states the detection method associated with the event in "inspection of the endoscope", and preventative measures by handling the device in accordance with the following instructions for use (IFU) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the colonovideoscope had bending section, wire mesh, and the spiral metal band completely torn apart in a 360 circumference.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope was damaged, during the procedure. The issue occurred, during an unknown procedure. There were no reports of patient injury or harm.